Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the primary alarm failed: this is being reported due to malfunction of the primary alarm. This can results in a medical intervention. No patient involvement reported.

Manufacturer narrative:
On 5/23/17 follow up attempts were made to obtain device evaluation and repair information from the customer; no response received. To date, the customer has not called for further assistance. If information is received, the complaint will be reopened.